Manufacturer narrative:
During follow-up, the patient said that her recent infection didn't have anything to do with the catheter product. The patient said there were no defects or malfunction with the m14 catheter, and did not know the lot number she was using at the time of the infection.

Event description:
Intermittent catheter patient (user) stated she is being treated by the doctor for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was treated by her urologist and fully recovered.